Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 11/17/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. The lens was observed under microscope 10x magnification, and residues were observed in the optic zone. The optic zone was observed with marks and torn. The haptics were observed positioned. This is a removed lens and the condition of the lens is related to the removal procedure. The reported complaint cannot be verified since the condition of the lens received also this is a patient issue that cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and the device was manufactured within specifications. The review identified no non-conformance report (ncr) associated with this production order number (po). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 23.5 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted (B)(6) 2017 due to an unexpected post-operative refraction. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, there was no post-operative patient injury and the surgery went well. The lens was replaced with the same model, but different diopter of 21.5. No additional information was provided.